Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and (B)(6) 2004 and mesh was implanted into the patient. Dates not clarified. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04690. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04690. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion, the patient experienced pain, erosion, recurrence and dyspareunia. The patient underwent mesh revision/removal in (B)(6) 2007. (B)(4).

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018